Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges leaked. Additionally, the customer experienced resistance when filling a cartridge. A cartridge change was performed resolving the issues. Customer's blood glucose level was 99mg/dl.